Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode and some non-sustained ventricular tachycardia (nsvt) events as well. They all appear to be related to actual external noise over sensing. There was no real sam with respiratory rate trend (rrt) over sensing. They will reprogram back the rrt back and check patient status. The ICD remains in service. No adverse patient effects were reported.